Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The system board and internal battery were replaced to address the issue. The replaced parts were sent to the philips product investigation lab for evaluation. The philips product investigation lab was unable to confirm the failure of the system board. Visual inspection found c247 (capacitor), knocked off. Product investigation lab was unable to perform any further testing of the component due to the physical damage to the component. The product investigation lab was able to confirm an issue with the internal battery, which resulted in a vent service required error code. During the evaluation of the device at the manufacturer's service center it was determined this issue is caused when the customer performs a device software upgrade, but never confirms the upgrade on the device screen when prompted. No sleep events take place on the device after the software upgrade, which in turn causes the start/stop latch not to be reset. This results in a load on the internal and detachable batteries causing them to discharge to the permanent fail threshold.